Event description:
It was reported to philips that the device battery (18149-0019-p) indicated a short while attempting to charge in multiple cadex c7200 chargers. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was further indicated that the battery was not recognized when inserted into the cadex charger and yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Due to the condition of the battery, calibration could not be completed and the battery was confirmed to be faulty. Upon response from the vendor, it was verified that the battery for the unit was faulty due to a corrupted gas gauge.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Updated section d10 "return to manuf.?" And "date returned to manuf." To coincide with the product return. Updated h6 method code to reflect component return submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device battery ((B)(6)) indicated a short while attempting to charge in multiple cadex c7200 chargers. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a completely depleted or faulty battery. Upon evaluating the returned battery, it was verified that the component was unable to charge in either the heartstart mrx device or a cadex charger. It was further indicated that the battery was not recognized when inserted into the cadex charger and yielded a ¿fail 160 ¿ bad fuse or driver¿ error message after failing to trickle-charge. Due to the condition of the battery, calibration could not be completed and the battery was confirmed to be faulty.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device battery (18149-0019-p) indicated a short while attempting to charge in multiple cadex c7200 chargers. There was no patient involvement.